Manufacturer narrative:
D2b: additional medical device type: fpa. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, the needle did not retract when the blood draw was completed, resulting in a used needle stick injury on the user's hand. No adverse impact was reported regarding the patient or user. Reported verbatim: "needle not retracting when blood draw is complete causing a needle stick injury. How did the needle stick incident occur: pushed button to retract needle out of patient arm, set butterfly on table to place band-aid on patient arm, when picked up the wingset for disposal the used needle poked collector in right hand was it a clean needle or a used needle: used where was the injury: right hand was the proper technique used: no. Wingset should not be placed on table, but directly into sharps container was medical intervention required or necessary: patient held for additional blood draw per eh, staff received tetanus booster"

Manufacturer narrative:
Investigation summary: bd received 3 samples and one photo for investigation. The photo depicts the device packaging but does not show the reported defects. Three returned samples were visually inspected for preactivation of the IV cannula, and all samples passed, with the IV cannula not yet retracted. The samples were also subjected to functional tests to assess insufficient blood flow during use; all samples passed with no evidence of defects, leakage, or insufficient blood flow. Furthermore, the samples underwent functional tests for retraction lockout, and all samples passed with proper activation and no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: insufficient blood flow, preactivation and retraction issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, the needle did not retract when the blood draw was completed, resulting in a used needle stick injury on the user's hand. No adverse impact was reported regarding the patient or user. Reported verbatim: "needle not retracting when blood draw is complete causing a needle stick injury. How did the needle stick incident occur: pushed button to retract needle out of patient arm, set butterfly on table to place band-aid on patient arm, when picked up the wingset for disposal the used needle poked collector in right hand was it a clean needle or a used needle: used where was the injury: right hand was the proper technique used: no. Wingset should not be placed on table, but directly into sharps container was medical intervention required or necessary: patient held for additional blood draw per eh, staff received tetanus booster"